Event description:
It was reported that during use with the bd vacutainer® blood transfer device holder with female luer adapter, the sleeve came off. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese: the customer reported that the rubber sleeve on the np needle came off. The rubber sleeve came off during use.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H3. Investigation summary: bd juncos had not received samples or photos for evaluation. A DHR review and retain sample analysis could not be conducted as the complaint incident lot number was not available at the time of this evaluation. This evaluation will be updated if the incident lot number is received. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Based on the lack of information provided by the customer, the defect could not be confirmed. Bd juncos was not able to evaluate the customer¿s indicated failure mode via retain sample testing because the lot number is unknown. Per the investigation performed, current controls are adequate to mitigate risks associated to the reported failure. H4. Device manufacture date: unknown. H3 other text: see h10.